Event description:
It was reported that during priming, one unit of prismaflex set tpe2000 had an external fluid leakage from the housing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Phone number: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection did not identify any abnormalities that could have contributed to the reported condition. Based on the additional information provided there was a crack on the filter, this is typical of mechanical shock applied on the product during shipping. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.